Manufacturer narrative:
Service rep checked sys over and found sys booting-up to a blank screen. Table is working properly. Tried accessing the hard drive with 9600 boot disk, but message stated not able to access drive. Ordered new hard drive. 05-21 removed and replaced hard drive while using proper esd. Re-set sys setting. Tested operation by fluoroing, saving images, and various other commands. Everything is working as intended.

Event description:
Customer reported that x-ray tech tried starting sys for the day and would not boot-up.